Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The product support engineer advised customer to replace the flow sensor assembly and the data acquisition pcb. Failure analysis of the returned part indicates root cause/conclusion: a defective u1 on the air flow sensor pcba caused the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow accuracy was found out of spec during the preventative maintenance (pm). The customer reported that there was no patient involvement.